Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
The needle notch is not smooth and it is bent so the operator said he couldn't harvest high quality histological specimens and some of the specimens were crushed and not completed.

Manufacturer narrative:
H3 other text: placeholder.

Event description:
Follow up.